Event description:
It was reported that there was a third adverse event where they needed to remove an implantable neurostimulator (ins) due to infection. The health care provider (hcp) did not have the serial numbers for the patient¿s device on hand and was not comfortable providing the patient names. The hcp might be able to find the serial numbers but it would take some time. No patient information or outcome were reported regarding this event. Further follow-up will be conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3007566237-2014-02725 for the hcp's initial report of severe side effects/complications with sns.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# unknown, serial# product type: lead. (B)(4).